Event description:
It was reported that an unspecified number of bd syringes luer-lok¿ tip bulk sterile convenience pak from lots 9184756 and 0008548 leaked during use. The following information was provided by the initial reporter: "on 9/2/20 we had to waste #80 (out of 300, which is 27%) of ceftriaxone 1g syringes due to defects in the 20 ml bd syringes. They were leaking through the plunger from the following product: bd 20ml syringe ¿ luer-lok tip ref 305617."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided final lot numbers 0008548 and 9184756 and all applicable sub-assembly lot numbers. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. H3 other text : see h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9184756. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-07-26. Medical device lot #: 0008548. Medical device expiration date: 2024-12-31. Device manufacture date: 2020-01-31. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd syringes luer-lok¿ tip bulk sterile convenience pak from lots 9184756 and 0008548 leaked during use. The following information was provided by the initial reporter: "on (B)(6) 2020 we had to waste #80 (out of 300, which is 27%) of ceftriaxone 1g syringes due to defects in the 20 ml bd syringes. They were leaking through the plunger from the following product: -bd 20ml syringe ¿ luer-lok tip ref 305617".